Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion sets detachment events on (B)(6) 2024. The site of detachment was hub. The infusion set was in use for 4 hours, 2 hours, 2 infusion sets had to be replaced one after the other one. The blood glucose level was high and the patient was treated with correction bolus. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 (B)(4). Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code tubing detached from hub. The batch 6006630 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6006630 were previously tested in complaint (B)(4) on 05/jun/2025. Complaint investigation: test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional test for static pull of the hub connector according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6006630 was manufactured according to the wi version 112, in the line 4, on 24/apr/2024 with a total of (B)(4) units. Gluing of tubing. The lot 4d01199 was manufactured according to the wi version 63, in the gluing of tubing machine sc03, on 18/apr/2024 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 25/jun/2025 against malfunction code tubing detached from hub and lot 6006630 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.